Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1200 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the maintenance of PICC, it was found that the puncture point exuded fluid, and the patient requested to do extubation treatment. No other information was provided.

Event description:
It was reported that during the maintenance of PICC, it was found that the puncture point exuded fluid, and the patient requested to do extubation treatment. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1200 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the maintenance of PICC, it was found that the puncture point exuded fluid, and the patient requested to do extubation treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one photograph which depicted a 4fr s/l powerpicc catheter. The depicted portion of the device comprised a segment of the catheter shaft. A partially circumferential split was evident in the catheter shaft. The split exhibited inward curving edges. Material buckling and discoloration were evident in the vicinity of the split. The split characteristics were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when cyclic kinking of the catheter causes a fracture to gradually form and propagate. Based on the event description, catheter securement, maintenance and access techniques may have contributed. H3 other text : evaluation findings are in section h.11.